Event description:
It was reported that the clinician suspected that the ventricular safety pacing feature of the implantable cardioverter defibrillator (ICD) caused the patient to go into non-sustained tachycardia resulting in full ventricular tachycardia. The device delivered appropriate shocks to treat the episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2011; 4296 implantable pacing lead (B)(6) 2011. (B)(4).